Event description:
Per the audiologist's report, the pt indicated that her auditory performance using her cochlear implant system declined in 2007. Testing done at the clinic two months later, was consistent with multiple electrode anomalies. A new sound processor program was made with the anomalous electrodes deactivated. On the following month, the audiologist reported that the pt's performance was still poor. The patient's device will be explanted and she will be reimplanted with a new device approx one and a half months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.